Event description:
It was reported that upon boot up the programmer generated an error message. Recycling the power and running the service diskette did not clear the error. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Programmer powered on with a system test failure error message (intermittent). Overlay assembly out of electrical specification. Power cord is damaged. Stylus is missing. Case is damaged.